Event description:
It was reported that the handpiece began overheating prior to the start of a wisdom tooth extraction. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the alleged condition of the drill overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the motor assembly, which was replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.